Manufacturer narrative:
Device out of warranty; no request for manufacturer service.

Event description:
The customer reported when the ventilator alarmed due to a vent inop data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance, requesting information on the data acquisition pcb to motor controller pcb cable. The biomedical engineer reported finding a bent pin on the cable. The biomedical engineer reported the finding was corrected, the cable reconnected and the reported problem was resolved. The biomedical engineer reported the unit is back in service with no further recurrence.